Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Maximum atrial lead impedance increased from a baseline of near 700 ohms to greater than 34000 ohms the week of (B)(6) 2015. Atrial lead warning occurred on (B)(6)2015. (B)(4).

Event description:
It was reported that the lead impedance had increased dramatically and was high. Lead fractured was confirmed. This occurs when the device detects atrial arrhythmias. The lead was reprogrammed pending future actions. No patient complications have been reported asa result of this event.